Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event cannot be determined. .

Event description:
In 2008, boston scientific corporation was informed that during a procedure, the first resolution clip device was deployed and placed successfully. The second and third clips closed on tissue, but would not release. The physician was able to "wiggle" the handle and open and close to get the clip to release without tearing any tissue. The physician completed the procedure by injecting epinephrine with no pt complications. Pt is "fine". Note: this complaint is the first of two devices used in the procedure. Refer to MFR's 3005099803-2008-06151 for other related report.